Event description:
A report was received that the patient was experiencing a new pain. An impedance check was performed and high impedances were noticed. The patient had previously had a non device related spinal fusion in which one of the leads was cut. The physician elected to replace the old leads and implant three new ones as well as a splitter. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70 serial # (B)(4) description: scs phase iii 70cm lead device evaluation indicated that the lead (B)(4) failed visual, electrical and photographic imaging tests performed. The lead failed impedance test. Photographic images of the lead revealed that five of the cables were completely broken at the weld nugget and two cables broken at suture site. Review of the device history record revealed that the lead passed quality inspection and no anomalies were found during its production. The root cause of lead fracture is unknown. Device evaluation indicated that the lead (B)(4) failed mechanical, electrical and photographic imaging tests performed. The lead failed impedance test. Photographic images revealed that electrodes on the distal end were fractured at the weld nugget. Review of the device history record revealed that the lead passed quality inspection and no anomalies were found during its production. The root cause of lead fracture is unknown.